Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 12.7-13.0 cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 41.4-41.8 cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 20.1-20.6 cm, 32.5-33.5 cm, 34.0-34.7 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a device upgrade procedure, lead to can insulation abrasion was observed. Decrease in r-waves and capture anomaly were also noted. The lead was explanted and replaced. No adverse events were noted.